Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110, overvoltage) was due to 5.4v shorted, as well as thermally damaged u1004 and u1005 components on the computer/analog board. The root cause for the damaged components could not be positively identified. There was no adverse event that resulted from the damaged monitor.